Manufacturer narrative:
The reported oad was received for analysis. A visual examination found an introducer sheath engaged over the device. A stent was also found to be wrapped around the crown of the oad. Adhered biological material was present which prevented the introducer from passing over the crown. No damage was noted to the device which would have contributed to the adhered biological material accumulation or adhesion of the stent material. Use of the oad to treat target lesions located inside a stent is contraindicated per the peripheral oad instructions for use (IFU). At the conclusion of the device analysis investigation, the report that the device became stuck in the introducer sheath due to the presence of biological material was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck in the lesion. The target lesion was a total occlusion and was located in the proximal posterior tibial artery. During atherectomy treatment, the oad became stuck in the lesion. When the device was removed, it was found to be stuck on the introducer sheath and the devices were removed together. A large amount of tissue was noted to be wrapped around the crown. The lesion was re-wired and another oad was used to complete the procedure with no patient complications reported. Upon analysis of the reported device, it was found that a previously placed stent was present on the crown of the oad.